Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had a pocket revision, because the pocket site was uncomfortable for the pt. The physician revised the pocket site successfully. The pt is reportedly doing well after the procedure.